Event description:
Per the audiologist, during activation of the cochlear implant system, the pt reported facial nerve stimulation and no sound. Programming of the sound processor did not alleviate the problem. A CT scan done in 2008 reportedly indicated that one of the electrode leads "looked broken". On approx a month later, the pt was taken back into the or, the surgeon looked at the lead and found it was "fine", but one ground electrode looked "funny" or "bad". The pt's device was explanted on the same day, and a new device was reimplanted during the same surgery. The pt is doing well with the new device.

Manufacturer narrative:
This type of event is addressed in the device labeling.